Event description:
Customer reported second degree burns and blisters to pt treated with ndyag on legs for vein treatment. According to the customer, the ndyag head stopped chilling halfway through the case. Per the customer, the blisters became infected and the pt was prescribed both topical and oral antibiotics.

Manufacturer narrative:
Lumenis service evaluated the vasculight elite device. Per the customer engineer ce, the unit was within specification and no problems were detected with the system. The ce was not able to duplicate the reported problem with the chill tip. Per the ce, the chill tip frosted at the expected endpoint and the chiller voltages tested ok. Also, the ndyag head calibrated properly. Lumenis replaced the ndyag head as a courtesy to the customer. Per the operator manual, the reported treatment parameters (105-120 j) are too aggressive for treating shallow small leg veins on type iii skin. Aggressive treatment parameters can contribute to burns. Per the ce, another possible explanation of root cause could be that the customer inadvertently disabled the chill tip feature on the tip during the procedure. In the original analysis, this incident was determined by lumenis not to MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.